Event description:
Event: surgical intervention post operation due to a dissected iliac artery. The patient was implanted with an ancure bifurcated graft in 2001. The final angiogram and colored duplex showed no evidence of endoleaks. Almost two weeks later, guidant was notified of this subsequent event. Six days post-operation. The patient presented to the emergency room with abdominal pain. Exploratory surgery revealed a dissected left common iliac that was split from the aortic bifurcation down to the distal common iliac and distal to the graft limb. The proximal left ancure graft limb was transected and a graft was sewn to the ancure graft and to the patient's left external iliac artery.